Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during resuscitation it was not possible to get the needle in the tibia. Led indication is green. Power is not enough to drill in the bone. Position was confirmed as the best place. There was no pressure put on the driver. This device failed 3 times. Last time it was a child. A back up driver was used to insert the io. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 6.09 secs insertion 2: n/a insertion 3: n/a. Hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a. The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 6.09 seconds. No further testing was attempted. The complaint has been confirmed. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 15.00 dc volts without being activated. Battery voltage measured as 11.80 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom could not be parsed and analyzed as it is from the older 12f chip series. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 10/2009 and is approximately 9 years old. The complaint has been confirmed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.

Event description:
It was reported that during resuscitation it was not possible to get the needle in the tibia. Led indication is green. Power is not enough to drill in the bone. Position was confirmed as the best place. There was no pressure put on the driver. This device failed 3 times. Last time it was a child. A back up driver was used to insert the io. The patient's current condition is unknown at this time.